Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hyperglycemia. This is 2 of 4 allegations of hospitalization. The patient reported 4 instances in which each event has similar details but occurred on different event dates. Please see the following related complaint records: (B)(4), (B)(4) and (B)(4). H6 codes: health effect - clinical code problem code: e1907 viral infection/ code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. This is 2 of 4 allegations of hospitalization. The patient reported 4 instances in which each event has similar details but occurred on different event dates. On (B)(6) 2025, the patient experienced another episode of high blood glucose and returned to the hospital. It was documented that the cgm was reading high despite recalibrating the sensor. When parents tested the bg reading was over 700 mg/dl. The parent reported that the patient had a fever, was diagnosed with pneumonia and a viral infection, and required further treatment (not related to dexcom). The patient was admitted and stayed in the hospital for approximately 24 hours. During this stay, the treatment included insulin, painkillers, and antibiotics. The diagnosis was uncontrolled hyperglycemia. At the time of the report, the patient was still being monitored by his parents. It was not specified if the patient removed the device or was still using the same sensor during this event. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the cgm was showing high. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.